Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low glucose event with a lowest continuous glucose monitor (cgm) value of 45 mg/dl on a dexcom g7, after a usual meal announcement that the patient has since reduced to prevent glucose from dropping; the low lasted about 10 minutes and was treated with 10¿40 grams of oral carbohydrates. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.